Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received yet. Upon return of the product for evaluation, a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that while monitoring a patient, the numbers on the vigilance ii monitor were periodically inaccurate, varying from 95 to 103 degrees. At times the screen would freeze. There was no treatment administered due to the inaccurate values. There were no error messages observed. There was also a 70cc2 cable that was involved in the event. When the clinicians troubleshooted the issue, they exchanged the vigilance ii monitor and the 70cc2 cable and then the second setup worked well. They were not able to isolate the issue to one of the products. There was no other suspect equipment involved. The patient demographics information is unknown. There was no patient harm or injury.

Manufacturer narrative:
One vigilance2 monitor was received for product evaluation. The evaluation found that when the suspect monitor was tested, per the 70 cc2 cable test, using a simulator, that it performed calibration successfully three times. The reported issue of display distortion and inaccurate values could not be verified. However, there was physical damage to the unit that was observed. The cco connector and the screen protector were damaged. They were replaced. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was a service work order that was generated in march 2013 indicating that the monitor did not pass the cable test; however, it was not confirmed by evaluation. The reported event was not confirmed by evaluation. There are no indications that this is related to the manufacturing process. It could not be determined if any clinical or procedural factors may have contributed to the event. The concomitant cable that was used with this monitor was evaluated and found to be defective. No further actions will be taken at this time. Please refer to 2015691-2016-03393 submission for the cable involved in this complaint.